Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. The device and electrode were explanted. No additional adverse patient effects were reported.